Manufacturer narrative:
The device was returned for analysis. The reported ¿device failure¿ was confirmed as a cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a device failure occurred with three proglide devices relative to a percutaneous coronary intervention procedure. The physician stated that the patient had very calcified vessels and this could be the reason why the devices failed. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Date is estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional proglide devices are filed under separate medwatch report numbers.